Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the trigger of the device was not working was confirmed. An assessment was performed and it was observed that the unit¿s bottom trigger magnetic support was broken off and the device was not working at all. It was further determined that the device failed pretest for leak test, check proper function of the triggers, and check function of all modes. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the trigger on the battery handpiece device was not working. During in-house engineering evaluation, it was observed that the unit¿s bottom trigger magnetic support was broken off. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.